Event description:
PICC nurse inserted the line to 38cm into the right basilic vein. Good blood return from both ports was observed, and both ports flushed easily. Position confirmed via x-ray. Pt developed thrombus two days later.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.